Event description:
During surgical procedure a hand control cautery was used to coagulate bleeders on the eyelid, when button compressed, a flame flashed across the eyelid approx 2 inches burning off almost all of the eyelashes. Pt receiving 6 liters of o2 at the time, o2 reduced to 2 l. Procedure continued with no further problems, but equipment was removed from svc and sent to biomed for evaluation. Equipment under warranty and returned to co for evaluation on 2/21/96.